Event description:
It was reported that during testing conducted at the MFR facility, the device caused a bias current error to be displayed on the console. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The motor was discovered to be damaged, which is a probable cause of the reported bias current error.